Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic right salpingectomy on (B)(6) 2019 and a suture was used. It was reported that during surgery the problem of pulling off suture needle happened when sewing. Another like device was used to complete the surgery. There were no adverse patient consequences reported. No additional information was provided.